Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Complaints associated with difficult/unable to aspirate are related to unable to aspirate, unable to get blood return, unable to withdraw blood, or unable to pull back. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Datascope will no longer report future events for complaints associated with difficult/unable to aspirate, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
N/a.

Event description:
It was reported that immediately after inserting the intra-aortic balloon, an attempt was made to draw blood from the central lumen. However, it was unable to aspirate. The condition of the iab was checked using x-ray fluoroscopy, but no kinks were found. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).